Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that: "patient had rejuvinate stem in for 2 years, became painful after 1 year. Patient was receiving renal dialysis. Patient having pain for 1 year. Implant was extracted due to staph infection. Antibiotics spacer was implanted."